Event description:
Consumer called to report incident where he needed to call the paramedics for assistance. Gave himself additional insulin based on the readings from the meter.

Manufacturer narrative:
Consumer called back to explain that the test strips used were out of the vial and sitting loosely in his case. Improper storage may have contributed to inaccurate readings. Awaiting product return to conduct quality investigation.